Event description:
The customer reported that the fiber tip was noticed to be damaged at 92,000 joules during prostate vaporization. The procedure was completed with another fiber. No patient or end user injury was reported. Upon initial visual inspection of the returned fiber, the fiber cap was found to be fractured.